Manufacturer narrative:
Additional information: provided through out form. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -8.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk ,ethinicity: unk, race: unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -8.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Low vault was observed. The lens remains implanted. Cause of the event is reported as unknown.additional information has been requested but none has been forthcoming.